Manufacturer narrative:
External visual inspection identified tool marks on the casing and slight damage to the header. All seal plugs were intact and all set screws operated normally. A review of stored electrograms confirmed the clinical observations. The electrogram noise appeared to be mechanical in nature. Manual electrical tests identified normal defibrillation output in reversed polarity and lead impedance measurements were normal. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this patient was admitted to the hospital following delivery of multiple shock therapies. Review of the stored episodes identified electrogram noise on the right ventricular (rv) pace/sense channel associated with oversensing. The recorded rv pacing impedance masurement was less than 200 ohms. However, the recorded daily measurements were greater than 3000 ohms. The battery status indicator of the device was at end-of-life (eol). The patient was presented to the electrophysiology (ep) lab and the device was electively explanted due to normal battery depletion. The competitor rv defibrillation lead was surgically capped and replaced.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity, however, the elective replacement indicator (eri) to eol interval was less than 90 days. The device is currently undergoing laboratory testing to determine root cause.